Event description:
Customer reported via phone, he was experiencing low blood glucose of 30 mg/dl and he wanted to perform troubleshooting in the device. Customer stated he had a low blood glucose 10 days ago and had another one yesterday. Customer was at work when paramedics were called. Both times blood glucose was 30 mg/dl, current blood glucose was 174 mg/dl. He was treated with glucagon shots and two hours later blood glucose was 202 mg/dl. Troubleshooting was performed and drive support was normal. No anomalies were found and the device was working as designed. Customer was advised to monitor the device and call back if issues persisted. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.